Manufacturer narrative:
(B)(4). Additional information: the device was received and the evaluation is complete. Visual inspection with the naked eye and microscopic inspection noted a missing chip (insert). Functional tests were performed, which included device to device interaction, leak testing, clear passage testing, and clamp function testing. In addition, a short simulated therapy was performed. Upon conclusion of the investigation, the reported connection issue was verified. The connection between the transfer set¿s dark blue female connector and the partial y-set returned was not separable by hand due to the missing chip. The cause of this issue was determined to be a manufacturing issue. A CAPA currently exists to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set was hard to separate from the line of the solution bag. This occurred after peritoneal dialysis therapy was completed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.